Event description:
Home pt (hp) reported a system error alarm 2240 during drain 2 of 4 during apd treatment. Hp had accidentally disconnected the pt line causing the alarm. Hp discontinued treatment at time of the 2240 alarm. Hp states that swabbed the pt line connector with alcohol and restart treatment. Rn reports that the pt was given 500 mg of kephlon and 60 mg of gentamycin intraperitonealy prophylactically. There has been no resulting infection. Hp has been retrained on proper technique.